Event description:
It was reported that the Deep Brain Stimulation (DBS) patient's system was accidentally turned off by an individual unfamiliar with the device. Following the loss of stimulation, the patient became unresponsive, and a stroke was suspected by the treating medical team. The patient subsequently experienced difficulty speaking and swallowing, appeared dazed, and had difficulty walking. The patient was hospitalized for evaluation and management. During the hospitalization, a Percutaneous Endoscopic Gastrostomy (PEG) tube was placed after the patient coughed when administered cold water. Diagnostic imaging was performed and revealed no evidence of stroke. During the hospitalization, the DBS system was turned back on, after which the patient's symptoms improved. The patient has been discharged from the hospital and is recovering following the hospitalization. Residual weakness, difficulty swallowing, and difficulty speaking were reported. It was noted that the DBS system had remained turned off for approximately 28 days. Last updated information stated that the patient has demonstrated significant clinical improvement upon reactivation of the device. The patient recently passed their swallowing evaluation and can now swallow safely; additionally, they will have their PEG tube removed. Their gait and overall mobility have improved substantially. These improvements are consistent with the restoration of therapeutic DBS function and further support the treating physician's assessment that the patient's previous decline was related to inadvertent deactivation of the DBS system rather than device failure. The device will not be return to Boston Scientific for analysis as it remains implanted in the patient.

Manufacturer narrative:
Block D2b: Additional applicable Product Code: NHL.